Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. The device was received with all components present. The distal tip of the device is broken as the drive feature has completely broken off. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. Although no definitive root-cause can be determined, it is possible that the device experienced unintended forces during use. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities.

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 during an l3 pelvis revision fusion procedure all of the competitive products from l3-s1 were removed. The screw's diameter was all up sized and replaced with the same length of screws. The viper corticalfix screws were implanted. When the surgeon was placing the s1 right-sided screw, the tip of the screwdriver broke off in the head of the screw. The screwdriver tip fragment was left in the screw. The fragment was cold welded into the head of the screw and couldn¿t be removed unless the entire screw was removed. There are no plans in removing the fragments. The procedure was completed without any additional complications or complaints. The patient outcome was unknown. This report is for one quick connect si polyaxial screw driver. This is report 1 of 1 for (B)(4).